Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported "that battery jumps after charging within a couple of hours and has to constantly keep it attached to the charger". There was no reported adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.